Event description:
There was no patient impact associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2012: a load step malfunction was discovered during the product analysis investigation. There is no adverse event associated with this complaint. This report is made based on results of investigation. The pump was returned for investigation and evaluation revealed a load step malfunction that had not been reported by the user.

Manufacturer narrative:
The reporter was a product analysis investigator from (B)(6). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed no evidence of large prime volume observed in the prime history. During the load step attempt, the pump failed to recognize the cartridge giving a no cartridge detected alarm. The force sensor calibration was taken and found within specifications. The pump was opened and the solder joint connection on pcb was misaligned.